Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report, the investigation is not completed. A medwatch follow up will be submitted when the investigation is completed.

Event description:
It has been reported that the pins of the oscillating saw attachment were broken during surgery. A surgery delay of 10 minutes has been reported. No patient harm or injury has been reported.

Manufacturer narrative:
Universal oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, it was confirmed that the pins were broken. The product was not repairable and it was not returned to the customer.